Event description:
The user facility reported a 66yo female was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that after starting tissue plasminogen activator (tpa) due to high purge pressure alarms, the patient began having motor current spikes. The impella pump then experienced a stop. Attempts were made restart multiple times but failed. The patient refused to bridge to left ventricular assist device (lvad) so a decision was made to not replace the impella device. There was no patient harm reported.

Manufacturer narrative:
The investigation into the pump stop has been completed. The field data logs were reviewed finding that at the end of the run, a sudden spike in purge pressure with high purge pressure alarms followed by a spike in motor current and pump stop had occurred. The pump was running normal up to the sudden purge pressure spike. The the sudden spike in purge pressure with no motor current spike prior suggests a sudden kinked purge line. The returned pump was visually inspected and biomaterial was observed in the outflow. The catheter was trimmed and blood was observed in the purge line. A yellow tinge was observed with the returned purge cassette purge disc interior. The purge cassette was eventually able to purge, then connected to the pump and high purge pressure reproduced. The catheter was then cut nearest to the pump and no fluid expelled from the purge line. The pump was then cut at the 60 cm mark and fluid expelled from the purge line with a purge open alarm. The purge line was then removed from the cut portion of catheter and blood and tinged fluid was observed in the purge line. No leaks observed from the sidearm. The cause of the issue was most likely a temporary kinked purge line in the purge cassette tubing. The instructions for use for the event states the following: ¿impella stopped if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ this report is being filed as part of a retrospective review of historical records.